Event description:
It was reported that the ilet user experienced hypoglycemia and self-treated with approximately 23 g of oral carbohydrate (juice or glucose tabs), resulting in subsequent hyperglycemia; education was provided to treat lows with up to 15 g of carbohydrate and wait 15 minutes before rechecking. Symptoms included hypoglycemia with a nadir of 67 mg/dl, hyperglycemia reaching 403 mg/dl, diaphoresis, and shaking/ tremors. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified as overtreating hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.